Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off during the night, and the patient could not say if the pump provided an error or alert message previously. The customer has tried different batteries and inserted a new battery cover, but the pump did not start up anymore.